Manufacturer narrative:
Not returned. At this time no additional information is available. The international affiliate was contacted for additional information included device status and as of today no further information is available. If additional information is received, this event will be further updated.

Event description:
Boston scientific cardiac rhythm management (crm) received information that a patient with this implantable cardioverter defibrillator (ICD) exhibited cardiac arrest and collapsed in 2007. Upon initial interrogation, electrograms indicate the device was not sensing r-waves and had lost capture even at most sensitive. Both pacing and shocking impedance measurements were within acceptable ranges. Device memory review, indicates the device lost capture 8 days prior to the arrest. Prior to collapse, there were 27 nonsustained episodes, 2 diverted ventricular fibrillation shocks. There is one final shock for vf around the time of the arrest. X-ray image indicates the entire lead was curled up with the device, indicative of twiddlers syndrome. Patient expired 3 days later.